Event description:
It was reported that pieces around the seal (white part) flaked off. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72201634 cleartrac smooth scope/shaver cannula returned. The complaint said: ¿it was reported that pieces around the seal (white part) flaked off.¿ these are two stacked ¿y slit¿ white silicone fluid seal discs that can be inadvertently torn by an instrument or cut by a blade while passing through the cannula. There is a hole visible through the silicone discs and it can be seen where the y slit has been ripped/torn. There have been no other affiliated complaints for this manufacturing lot. No root cause related to the manufacturing of this device was established.